Event description:
In context of the investigation concerning MDR 028232-2023-04686, it was detected that this pantera leo balloon catheter was used for post-dilatation of an implanted drug-eluting stent and the perforation was noticed after inflation.

Manufacturer narrative:
Neither the complaint instrument nor the angiographic material was provided for analysis. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Since also no lot number was reported, the product release documentation of the last three pantera leo 4.0/12 lots that were delivered to the hospital prior to the reported event date were reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation for the product detailed above verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations no manufacturing related root cause could be identified.